Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that leadless pacemaker was found in reset mode. The device was re-interrogated and was restored successfully. The patient was in stable condition.